Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging and increased charge burden on the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)) the returned device was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was having difficulty charging and increased charge burden on the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.